Event description:
It was reported that the customer was treated by paramedics today for a low blood glucose level of 58 mg/dl. The customer's niece stated that the customer might have over infused, which led to the low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.